Manufacturer narrative:
Concomitant medical products: product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-75, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. The main component of the system; other relevant device(s) are: product ID: 3777-75, serial/lot #: (B)(4), ubd: 29-jun-2013, UDI#: (B)(4); product ID: 3777-75, serial/lot #: (B)(4), ubd: 27-aug-2013, UDI#:(B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for peripheral causalgia and other chronic/intract pain (trunk/limbs). It was reported that one of the patient's leads was found to have 3 electrodes that had high impedances (>10,000 ohms). Fluoroscopy indicated the lead had doubled on itself or the electrodes had dislodged from the body of the lead. It was noted a CT scan was also going to be performed but the date of that appointment was not provided. The rep reprogrammed around the 3 electrodes to obtain effective stimulation. No symptoms were reported to be associated with this lead. It was also reported that the other lead had normal impedances but reprogramming was unsuccessful at getting effective stimulation for the patient; the patient had lost stimulation on the left side. Fluoroscopy indicated this second lead had pulled out of the epidural space. Surgical intervention is planned. The cause of these lead issues were unknown at the time of the report. No further complications were reported or anticipated.